Event description:
Customer reported that the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," was confirmed during the functional testing and the archive data review. The root cause of the ua07 were the failed load cells, likely attributed to failed components or mishandling, such as a drop. Upon visual inspection, no physical damage was noted. The archive data indicated multiple ua07 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The failed load cells were replaced to address the customer's reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with sn (B)(6).